Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Continuation of this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered less energy than what is was programmed to deliver when attempting to convert a patient rhythm. The device also experienced an electrical reset/power on reset (por). It was also suspected, but no confirmed, that there was an right ventricular (rv) lead insulation breach. The device was explanted and replaced and the lead was capped and replaced. No further patient complications have been reported as a result of this event.